Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center metal prong is bent inside the processor. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction of bent video socket pins was confirmed. Based on the results of the investigation, a presumed cause could not be determined since it was not clear whether the image loss was confirmed. 3 gfes were conducted requesting clarification of "no image" but the customer did not respond. The root cause of the event could not be identified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.